Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from december 12, 2014-december 17, 2014. One actual unit was received for evaluation. Visual inspection on the unit noted a ruptured bladder. The ruptured bladder was microscopically examined and markings were located on the exterior surface of the bladder near the rupture line. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of small volume intermate burst. The device was filled with 77 ml of (B)(6) sodium chloride and the white cap was placed on; after 30 seconds the bladder burst. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.